Event description:
It was reported that a patient underwent a one level kyphoplasty. During the procedure, a balloon ruptured and the most distal radiographic marker detached and was surrounded by the cement bolus. The balloon fragment was unable to be retrieved and was left in the patient. According to the report, the "surgeon was not concerned, and it did not affect the surgical outcome." The procedure was completed successfully and no patient symptoms associated with the reported event were reported.

Manufacturer narrative:
Unretrieved device fragment (udf). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.